Event description:
Potential for injury associated with the broken weld on a model 65650r rollator. This event could cause possible product instability and the potential for not permitting the rollator to maintain its intended weight-bearing status.